Event description:
The customer reported image issues on the left monitor. During eval, the field service engineer noted the left monitor went black. This issue will cause the system to be unstable due to the inability to see the live image. There is no report of injury or death described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.